Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant products: unknown bimetric femoral stem catalog#: ni lot#: ni. Unknown femoral head catalog#: ni lot#: ni. Unknown acetabular shell catalog#: ni lot#: ni.

Event description:
A revision procedure has been indicated due to poly wear approximately 20 years post-implantation; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
A revision procedure has been indicated due to poly wear; however, no revision procedure has been reported to date.